Event description:
During an MRI procedure, a pt was reported to have experienced a skin burn during the scan. The hospital bmet was not certain of all the details, and a list of questions was forwarded to the hospital for info. The pt rec'd reddened skin beneath all four vermed ECG electrodes. The ECG cable used was rated for scans up to 0.4 w/kg, and it is almost certain that some of the MRI scans performed exceeded this specific absorption ration (sar) rating.